Manufacturer narrative:
(B)(4). It has been reported that the device will be returned for evaluation. Upon completion of the investigation, a follow-up report will be submitted.

Event description:
It was reported that 6 days after implantation, the hakim programmable valve, (B)(4), was blocked with biologic debris, and the distal catheter had a hole. At the time of initial implantation, done for hydrocephalus, the surgeon noted there was xanthochromic csf, indicating a high amount of blood present within the fluid. During the revision surgery, both the distal catheter and the valve were replaced with another hakim programmable system.

Manufacturer narrative:
Corrected field: device available for evaluation. It was previously reported that the device would be returned for evaluation. Multiple attempts to obtain the sample were unsuccessful. This report has been updated to reflect the corrected information. Complaint sample was not returned to codman; therefore, an evaluation of the device could not be performed. A review of manufacturing records found that the device conformed to specification when it was released to stock. The cause(s) of the difficulty reported by the customer could not be determined. If the complaint sample becomes available, this complaint will be reopened, and the respective evaluation performed. Trends will be monitored for this or similar complaints. At present, we consider this complaint to be closed.